Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was removed and replaced with wolverine and the procedure was completed. There were no patient complications nor injuries reported.